Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that he had been in the hospital for a month for surgery and had taken the insulin pump off prior to going in for the procedure. The customer stated that his doctor managed his diabetes with manual injections while he was in the hospital. He stated that the battery had expired and the display was blank when he arrived home. The customer did not know the blood glucose reading. The customer's call was transferred for assistance.